Manufacturer narrative:
B. Ozveren, nejdet karsiyakali, mahir bulent ozgen, levent turkeri world journal of urology (2024) 42:493 https://doi.org/10.1007/s00345-024-05177-w published online: 22 august 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective, randomized case-control study examined the relationship between intraoperative vesicourethral anastomosis extravasation control (vuaec) by means of a standard bladder filling method in predicting vesicourethral anastomosis (vua) healing and early post-operative outcomes in patients who underwent robot-assisted radical prostatectomy between (B)(6) 2020 and (B)(6) 2023. It was noted that the vua was created using a bidirectional 3-0 v loc suture. There were 100 patients included in the study and complications included leakage at the anastomotic site, treated with prolonged catheter insertion. Additionally, one patient with a prolonged leak was treated with trans perineal injection of fibrin sealant into the anastomotic gap via a transrectal ultrasonographic guidance under local anesthesia post-operatively on week 4.